Manufacturer narrative:
Physio-control evaluated the device and verified that during the self test, the device would display a white screen and then lock-up. The user interface board will be replaced to resolve the lock-up issue. Physio-control will submit a supplemental report on this event.

Event description:
It was reported by the customer that the device was displaying a service icon; however, there were no error codes listed. It was later confirmed by a physio-control field service rep that when performing the self test with the device unplugged from ac power, the device would display a white screen and lock-up. There were no reports of pt use associated with this event.